Event description:
It was reported during an unknown procedure on a male patient, the handle is bent and wobbles while spinning. It is unknown if there were any health consequences or impact.

Manufacturer narrative:
The customer has indicated the complaint sample will be returned to viant for evaluation but has not been received to date. Once the complaint sample is received, it will be investigated and a follow-up medwatch 3500a emdr will be submitted. Report source: complaint information provided by distributor, depuy synthes.

Manufacturer narrative:
The complaint sample was not returned to viant for evaluation. Thus, the reported event is non-verifiable. The IFU sent with this device today, man-004006 rev a, states the following; · end of life is determined by wear and damage due to intended use. · visually inspect for damage and wear. If the instrument is damaged and worn it is considered at the end of its life and should be discarded. · where instruments form part of a larger assembly, check assembly with mating components. · viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures. · do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion. · manual surgical instruments have a limited life-span which is determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The device history records (DHR) were not reviewed as the lot number is unknown. It is unknown as to how many surgical procedures (cycles) the device had experienced throughout its life in the field. If the complaint sample is received by viant, it will be evaluated and the complaint record will be updated accordingly and a supplemental medwatch 3500a emdr will be submitted as well. No further investigation is required at this time. G3: information received from the customer (distributor) indicating only 1 of the 2 devices involved in this incident will be returned. This MDR is relative to the device that was not returned. The secondary device MDR was submitted under 3004976965-2022-00018.